Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported a post-operative event occurred involving a max frame system installed on a patient's leg. During routine follow-up, the patient reported a perceived loosening in the system. Upon review of an image, the surgeon identified that strut number 4 had broken. The defective strut was replaced with a functional one of the same catalog number. There was no reported consequence or impact to the patient, and no signs, symptoms, or patient involvement were identified. The complaint device status is not specified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 expiration date, h4. Corrected: d4 primary UDI number, g1. H3, h6: photo investigation the product was not returned to depuy synthes , however photos were provided for review. The photo investigation of " 03.314.814s, maxframe autostrut(tm)hexapod- long/ s" revealed that the device has been broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. But from the provided evidence we can not confirmed loose. As, functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the maxframe autostrut(tm)hexapod- long/ s would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.314.814s, lot: 2411210, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 06 mar 2025, expiration date; 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.